Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000133105.

Event description:
It was reported that the patient's system diagnostics recorded high impedances on the lead, and as a result, the patient was experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.